Event description:
Clinical coordinator (cc) reported air in the venous bloodlines with no alarm during hemodialysis treatment using the meridian device. The cc reports that the pt (pt) was dialyzing via temporary subclavian catheter, which was functioning marginally and had created foam in the blood lines. The blood lines were recirculated for approx 25 minutes to clear the foam. After the pt was recommended and dialysis resumed, foam was visually noted in the venous line and the meridian air/foam detector did not activate. The cc further relates that the pt became hypotensive and exhibited tonic-clonic type seizure symptoms and altered mental changes. 200cc normal saline was administered to increase the pt's blood pressure and the pt was sent to the ER and admitted to ICU. While hospitalized, the pt had a second seizure and was treated with dilantin. The pt was discharged from the hospital in 2002 with returned memory. Cc relates that she does not know if the pt rec'd an air embolus during treatment and the cause of the pt's seizures is unknown.